Event description:
It was reported the patient had stim surges after a car accident. The patient was involved in a ¿high speed hit and run¿ the day prior to report, and the patient had surging since. The location of the surging was in their right and left arms to fingers. The battery had a charge before the accident, and was now showing a dead battery. A shocking/jolting sensation was reported. The patient¿s status at time of the report was noted as no injury. The patient shut off the device and scheduled an appointment with their health care provider (hcp) for (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Supplemental submitted to correct date reported in manufacturer¿s report # 3004209178-2014-15052; follow up #2. (B)(4).

Event description:
Additional information received reported that the patient met with the manufacturing representative for a ¿last ditch¿ effort to try and reprogram. The patient continued to gt only uncomfortable and ineffective stimulation and the stimulation was not consistently in her affected painful areas. The physician saw the patient and had no explanation for the stimulation pattern. The lead was in an appropriate location and all the impedance readings were normal. The physician was consulting his colleagues to decide on how to proceed because he was not convinced that a revision would resolve the issues. In the meantime, the stimulation remained off and the patient would continue to charge if needed.

Manufacturer narrative:
Concomitant medical products: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had not improved. It was noted revision was discussed.

Event description:
Additional information received reported that the patient was rescheduled to see the physician on (B)(6) 2014. The patient had seen a physician on (B)(6) 2014 and was told ¿the lead was not fractured and did not appear to have moved from the previous x-ray.¿ the patient was using the device but the coverage area had changed and she needed reprogramming. The device had a normal estimated replacement indicator (eri). An MRI was performed. There was no explanation or guess as to why the patient¿s coverage changed.